Manufacturer narrative:
The hill-rom technical support found the brake steer caster stem is broken. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).